Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7093716.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the leads were pulled down lower. The patient was doing well postoperatively.